Event description:
Revision surgery due to aseptic loosening of the femoral implant.

Manufacturer narrative:
Since the device is not being returned, device evaluation cannot be performed. A review of the manufacturing records found no discrepancies. There is no indication that the loosening was related to the implant design or materials. Loosening of the implant is a known risk of hip arthroplasty, and is covered in the IFU under the following: "adverse effects 7) implants can loosen or migrate due to lose of fixation." This is the final report.